Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal the suture broke when the device was deploying. The patient experienced pain and discomfort. The procedure outcome was successful. Additional information was received on june 22, 2018. A cardiac catheterization procedure was being performed. A 6fr procedure sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were issues with withdrawing of the device, and one suture broke. Manual compression was used to achieve hemostasis. There were no other equipment or devices used with the angioseal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.